Manufacturer narrative:
The patient¿s therapy seemed to have spontaneously turned off. The patient was instructed to simply turn stimulation back on using their iphone. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
The event of therapy turned off was reported to abbott. The patient¿s therapy seemed to have spontaneously turned off. The patient was instructed to simply turn stimulation back on using their iphone. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation. In an update posted 10 oct 2024 it was reported the rep updated the ipg and sent the generator logs to ts. The generator log was checked using the liberta firmware version check software to confirm the update had been completed. The liberta firmware version check software confirmed the update was completed successfully. Since the update has been completed. The patient will no longer experience therapy off events.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.